Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Update provided indicated that an incision enlargement was not performed as originally indicated. The patient has recovered.

Event description:
We received a report that an zmb00 16.5 diopter intraocular lens (iol) was explanted from the patient's left eye after he complained of halo and glare. The incision was enlarged from 2.4 to 2.75 to explant the iol. A monofocal lens was implanted during the same procedure.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection revealed that the lens was in two pieces. Haptics were observed complete and with no visible defect. Also, the sample has residuals (debris/particles) compatible with handling the lens out of particulate controlled environment. Residue of hardened viscoelastic was observed. The condition of the returned lens was consistent with an explanted lens. There is no indication that the complaint is related to the manufacturing process of the returned lens. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. All pertinent information available to the manufacturer has been submitted. Placeholder.